Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. H6: investigation summary: bd received fourteen 24 gauge nexiva units from lot 7704689 for evaluation. One unit was received in unsealed opened packaging while the remaining thirteen units were received inside of their original sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. However, the unsealed unit was received already decoupled. There was also damage found to the units packaging and their seals. Next, the engineer attempted to disengage and decouple the returned units. Each unit successfully disengaged and decoupled with no issues. Additionally, no damage was found to the units tubing. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect of damaged packaging but could not determine any issues with needle disengagement or tubing. Unfortunately, the engineer could not determine a definitive root cause for the observed damage as it could have happened at any point prior to receiving the packages for investigation.

Event description:
It was reported while using bd nexiva¿ closed IV catheter the safety mechanism did not properly disengage. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, resulting in the situation that the needle core and the needle body cannot be separated during the use of the product the unused part of the sample can be returned, with photos provided; green claim settlement is required, and a complaint reply letter is required;

Event description:
It was reported while using bd nexiva¿ closed IV catheter the safety mechanism did not properly disengage. This occurred 15 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the details reported by the teacher of the second chest department are as follows: the outer packaging of the product is deformed, resulting in the situation that the needle core and the needle body cannot be separated during the use of the product the unused part of the sample can be returned, with photos provided; green claim settlement is required, and a complaint reply letter is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.